Event description:
Patel, S., Howroyd, L. R., Bucknall, H., Memon, H., Morgan, R., & Chun, J.-Y. (2025). Long term outcomes following embolisation of bronchial and non-bronchial systemic arteries for the management of haemoptysis ¿ a 20-year experience. CVIR Endovascular, 8(1). https://doi.org/10.1186/s42155-025-00551-0. Literature was reviewed regarding long-term outcomes following embolisation of bronchial and non-bronchial systemic arteries for the management of haemoptysis, with the objective of evaluating post-procedural outcomes and complication rates. A total of 111 patients underwent 141 procedures, and multiple manufacturers¿ devices were implanted in the study population. The following Medtronic product was used: Onyx, which was used in 2 cases. Deaths occurred in the study population; however, there was no statement establishing a causal or contributory relationship between Medtronic product and the deaths. 2 patients underwent unsuccessful procedures and died from massive haemoptysis. The causes of death reported were massive haemoptysis in 6 patients with recurrent haemoptysis and unrelated causes in 32 patients. Among the 2 patients who received Onyx, adverse events included diplopia with MRI confirmation of cerebellar infarct following embolisation of cervical branches of the right subclavian artery. Other reported complications in the overall study population included transient chest pain (n = 8), ischaemic stroke (n = 9), and 1 femoral artery access-site pseudoaneurysm requiring surgical repair. No further information was provided pertaining to Medtronic products.

Manufacturer narrative:
Article source/citation: Patel, S., Howroyd, L. R., Bucknall, H., Memon, H., Morgan, R., & Chun, J.-Y. (2025). Long term outcomes following embolisation of bronchial and non-bronchial systemic arteries for the management of haemoptysis ¿ a 20-year experience. CVIR Endovascular, 8(1). https://doi.org/10.1186/s42155-025-00551-0 A.2. This value is the average age of the patients reported in the article as specific patients could not be identified. A.3. This value reflects the gender of the majority of the patients reported in the article as specific patients could not be identified. B.3. Please note that this date is based off of the date of online publication of the article as the event dates were not provided in the published literature. G.4. PMA code missing as device model and lot is unknown. Medtronic submits this report to comply with FDA regulations 21 CFR Parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, Medtronic, or its employees that the device, Medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.